Event description:
The customer reported that the device displayed a service wrench when removed from the box and turned on.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be a cold solder connection on the digital signal processor on the main circuit board assembly. A replacement device was provided to the customer.